Event description:
A customer reported that their device's housing was scratched and worn, and the writing was not visible. Additionally, there were cartridge loading issues, as the pump would not accept a cartridge consistently, requiring repeated attempts to load it. There was no adverse impact to the customer¿s blood glucose level reported. The customer declined further troubleshooting.